Event description:
The customer alleges a paramedic was injured while lifting an ambulance cot manually after the battery utilized in powered mode was found not be charged.

Manufacturer narrative:
Customer stated cot was functioning to specification in manual mode. If the operator wishes to use powered mode, they must make sure they utilize a charged battery.